Event description:
Upon inspecting pad before applying on patient, it was discovered that the yellow end was not engaged into the metal prongs. Pad not used on patient, given to materials manager, charge nurse notified.